Event description:
It was reported that a pump was programmed to infuse tpn at 75 ml/hr for a 24 hour period. The customer stated that the infusion was completed in approximately 12 hours. The customer completed a flow rate test and the pump performed as expected.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted. The device history log was provided to baxter and review of this file supports the reported event parameters; however no malfunction could be identified.